Manufacturer narrative:
The tech found the side rail latch and spring on the side rail are stuck. The tech cleaned and lubricated the side rail latch assembly to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No injury reported.